Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that a programming change was done and the shocking resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was the patient reported they were getting shocked. Patient stated it had happened 3 times so far. Patient stated the first time was yesterday (B)(6) 2024 when they got out of the chair. Patient stated the shock was coming from where the incision was in that area and it felt like someone was tasing them in the butt cheek and they couldn't even put their leg down when it happened. Patient stated it also just happened a little bit ago. Patient services asked the patient if they'd had any falls or traumas that led to the issue and the patient said "no," and stated that it had just happened "out of the blue" and that it brought them to their knees. They stated if they put their hand back there, it felt warm to the touch. The caller stated they called their managing health care provider office and they told the patient to call the mdt representative (rep), to set up an appointment to have the device checked. Patient services reviewed the role of the representative with the patient and provided the patient with the nas number for the healthcare provider office to call to page a representative and redirected the patient to follow up with their health care provider (hcp) about the issue and to check the implanted system patient services reviewed with the patient they could turn the therapy off to avoid the shocking until they could have someone look at things. The patient stated they knew how to turn the stimulation off but they hadn't tried doing so yet. The issue was not resolved through troubleshooting. An email was sent to the mdt rep to alert them of the situation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.